Event description:
Reportedly, during the check post implantation procedure (pacemaker replacement, the ventricular impedance was found above 3000 ohms, without sensing nor ventricular capture whereas the connection was correct at the lead level. Everything went well with the atrial lead.

Manufacturer narrative:
The conclusions are as follows: the manufacturing process for the subject pacemaker was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported observation. The electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. On the x-ray picture, the lead correctly protruded indicating that the lead was fully inserted. Correct, as well as incorrect tightening marks were noted on the atrial and ventricular setscrew tips. A likely hypothesis is that the screwing was not optimal generating intermittent contact between the lead and the subject pacemaker. This hypothesis could explain the issue reported in the complaint. In the additional information provided, condensation in the ventricular connector was mentioned. Since the pacemaker has been implanted for a pacemaker replacement, as soon as, the lead which was in the body is connected into the new connector port, some condensation can appear due to the temperature and humidity difference. Based on the available data, no issue is suspected on the subject pacemaker. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the check post implantation procedure (pacemaker replacement, the ventricular impedance was found above 3000 ohms, without sensing nor ventricular capture whereas the connection was correct at the lead level. Everything went well with the atrial lead.